Event description:
Related manufacturer reference number: 3006705815-2022-01182. It was reported that the patient was unable to set the ipg into MRI mode due to impedances on the leads. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.